Manufacturer narrative:
(B)(4), information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, there was a broken blade. Did not fall into the patient. Another like device was used. There was no adverse patient consequence.